Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen broken [device breakage]. High bms for several days [blood glucose increased]. When dialled the screw does not always move or stay [device malfunction]. Incorrect dose of insulin has been given [incorrect dose administered by device]. Case description: this serious spontaneous regulatory authority case from (B)(6) received via (B)(6) was reported by a pharmacist as "pen broken" beginning on (B)(6) 2015, "high bms for several days" beginning on (B)(6) 2015, "when dialled the screw does not always move or stay" with an unspecified onset date and "incorrect dose of insulin has been given" with an unspecified onset date, and concerned a female patient (age not reported) who used novopen 4 (insulin delivery device) from unknown start date due to device therapy. Patient's height was not reported. Patient's weight was not reported. Patient's body mass index was not reported. Medical history was not reported. Concomitant products included novofine (needle), novorapid penfill (fast acting insulin aspart) solution for injection, 100 u/ml. It was reported that the patient had been suffering from high blood glucose levels for several days before the nurse realised the delivery device, novopen 4 was broken. When the end of novopen 4 was twisted to dial up the device, the black plunger into the cartridge either did not move down or if it did when the pen was inverted it would move back again. This meant an incorrect dose of insulin had been given. Novopen 4 was faulty according to the reporter. When dialled the screw did not always move or stay in place. It could be assumed according to the reporter that needles were changed for each injection as they were used by nurses in ward. The patient was started on novorapid flexpen. Action taken to novopen 4 was product discontinued. The outcome for the event "pen broken" was not reported. The outcome for the event "high bms for several days" was recovered. The outcome for the event "when dialled the screw does not always move or stay" was not reported. The outcome for the event "incorrect dose of insulin has been given" was not reported. Reporter comment: could have had implications if the dose of insulin had been increased.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: it was reported, that when the end of the suspected device, novopen 4, was twisted to dial up the device, the black plunger into the cartridge either did not move down or if it did when the pen was inverted it would move back again. This meant an incorrect dose of insulin had been given. The onset date of the incident was reported as (B)(6) 2015. Novopen 4 was faulty as reported due to when dialled, the screw did not always move or stay in place. The patient had been suffering from high blood glucose levels for several days before the nurse realised that novopen 4 was broken. The reporter commented that it could have had implications if the dose of insulin had been increased. It was assumed by the reporter that needles were changed for each injection as they were used by nurses in ward. Investigation results: name: novopen 4 batch: dug2429-3 the pen was received with the cartridge from this case and non-novo nordisk needle was mounted. On receipt there was a gap between piston rod of the pen and the rubber piston in the cartridge and the piston rod was fully retracted. If the user attempted to make an air shot or to dose prior to this no insulin would have been dispensed. The user either retracted the piston rod correctly during change of the cartridge but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, the user left the needle on the pen between injections, or the user retracted the piston rod between injections. After the gap was evened out, the pen and the returned cartridge was tested with the returned non-novo nordisk needle which was found to be clogged. After this the pen was tested with the returned cartridge and a new novo nordisk needle was mounted. It was now possible to deliver preparation from the cartridge and the piston rod was normal. Furthermore, the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During test of the pen it had not been possible to detect any irregularities. Name: novorapid penfill 3 ml batch: er7j234 a visual examination of the received sample had been performed. A batch trend report had been created. Nothing abnormal was found. Since last submission the case has been updated with the following: -investigation results updated -additional device problem code added -the used needle was non-novo nordisk - novofine needle has been removed as a concomitant product -added final manufacturer's comment -revised risk assessment included in final manufacturer's comment -narrative updated accordingly final manufacturer's comment/risk assessment: 06-jan-2016 the investigation of the returned pen showed that it could deliver insulin according to specifications. However, a gap was observed between the piston rod washer and the orange rubber plunger in the cartridge. This could be caused by the user mounting a partly used cartridge without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, the user left the needle on the pen between injections, or the user retracted the piston rod between injections. In addition, the needle was found to be blocked. In all instances the user have violated the instruction for use and could experience a hyperglycaemic event. H3 continued: evaluation summary novopen 4 - batch dug2429-3 - the pen was received with the cartridge from this case and non-novo nordisk needle was mounted. On receipt there was a gap between piston rod of the pen and the rubber piston in the cartridge and the piston rod was fully retracted. If the user attempted to make an air shot or to dose prior to this no insulin would have been dispensed. The user either retracted the piston rod correctly during change of the cartridge but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, the user left the needle on the pen between injections, or the user retracted the piston rod between injections. After the gap was evened out, the pen and the returned cartridge was tested with the returned non-novo nordisk needle which was found to be clogged. After this the pen was tested with the returned cartridge and a new novo nordisk needle was mounted. It was now possible to deliver preparation from the cartridge and the piston rod was normal. Furthermore, the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During test of the pen it had not been possible to detect any irregularities